Event description:
The pt stated that, as he prepared to administer a bolus of insulin using his infusion device, the "up" arrow key did not function. He stated that it appeared as if the button was "stuck". He stated that his blood glucose was slightly affected as a result of the event. His blood glucose value was elevated to 135 mg/dl because he was not able to bolus at his lunch time. He reported his typical blood glucose value to be 105 mg/dl. He did not report symptoms related to his elevated blood glucose level. During troubleshooting with a company rep, it was determined that insulin bolus amounts could not be entered when utilizing the "quick" standard bolus function. As a result, a replacement infusion device was shipped to the pt. Since the pt was not able to administer a bolus using his primary infusion device, he returned home and transitioned to his back up infusion device. He then bolused insulin using this device to correct his elevated blood glucose level. He stated on in 2007, that his blood glucose has been "perfect" since the event and he reported a blood glucose value of 105 mg/dl at that time. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The prod was requested to be returned for evaluation.